Event description:
Resident was in this geri-chair with a waist safety belt on. Two staff members heard a noise & went to the room she was in, the geri-chair was tipped over on top of the resident who weights 79 pounds. She has no history of any type seizures that would propel her out. She sustained right & left hand lacerations & left forehead lacerations all requiring stitches. No serious injury was sustained & no other such events ever noted with the other similar chairs but we did feel it was important to report and could have caused a serious injurydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. The device was not destroyed/disposed of.